Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. There was no patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device was tested extensively without malfunction. However, the customer decided to remove the unit from service and replace it with a new s5 unit. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Sorin group (B)(4) received a report that the roller pump stopped during a procedure. There was no report of patient injury.